Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm, threshold suspend and a battery out limit alarm. The blood glucose reading was unknown. The battery out limit alarm occured once the customer put a battery inside the insulin pump. It was stated that the customer was in the hospital because they stopped breathing. The hospitalization was not diabetes related. It was also stated that the customer had concerns about the way the transmitter can be charged. The customer's mother was advised that they can leave the transmitter on the charger until the customer is ready to use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.